Event description:
As reported by the user facility (information by sales organization (B)(4)): under infusion occurred: an infusion did not infuse on time. (A second infusion which was running concurrently infused on time and the correct rate seemed to be set). Clinical engineer in (B)(6) studied the history of this pump; however, no irregularities found. Please investigate this report and advise if any further similar reports have been received from elsewhere concerning the product code. Please also advise on root cause and any corrective action. Spoke to cnm3 to determine if there was any pt harm. No pt harm, however, the chemotherapy was not given as prescribed and the rate had to be doubled as a result of the underperfusion. No adverse symptoms observed at the time. MFR# 9610825-2013-00422.